Event description:
Information was received from a patient's (pt) representative (pt rep) regarding an external device. The reason for call was the pt rep reported difficulties when recharging implanted neurostimulator (ins) with controller (ptm) screen saying relocate/relocate. Pt rep described about a week or so ago the pt said the area around the donut was getting hot to where they had to hurry to take it out because it was burning their skin. Pt rep confirmed the pt did not receive any harm/injuries such as burns or marks on skin. Pt rep indicated it was where the cord meets the antenna that got hot and if they wiggle the cord in that area, they could get it to start charging ins for a minute. Pt rep stated they could see that the sheathing on the cord in this area was also coming apart. Patient services (ps) advised pt rep to no longer utilize faulty rtm. A replacement rtm was requested. Additional information was received from a patient's representative (pt rep). It was reported that the patient's implantable neurostimulator (ins) battery was at 0%. They had not got the new recharger (rtm) and inquired tracking information.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed cable insulation is torn and wires exposed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.